Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -11.0/5.5/80 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye on (B)(6) 2019. On (B)(6)2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem, patient is happy.